Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: preparing for procedure: open kit and remove contents. Remove top of calibrated plastic bag as directed and open tube of lubricant. By squeezing rigid collar, open neck of bag to form round shape. Empty tube of lubricant into top chamber of bag so that lubricant is deposited at bottom of chamber. (Caution: care should be taken not to contaminate edges or inside of bag with fingers or tube.) Open package of povidone-iodine swabs as directed. Prep urethral meatus and the area surrounding the meatus with swabs. While squeezing rigid collar bring top chamber of bag over head of penis. Meatus should be pressed tight against rigid catheter guide. To feed catheter into urethra: if user is predominately left-handed reverse hands suggested below. Stabilize penis with top chamber of bag between index and second finger of left hand. Place thumb and ring finger on opposite sides of rigid catheter guide recess to stabilize catheter. With right hand grasp catheter through bag approximately 1" below rigid catheter guide and push catheter toward meatus. Stabilize catheter with thumb and ring finger through catheter guide recess and return right hand to position approximately 1" away. Repeat motions until catheter reaches bladder and urine starts to flow. (If some resistance is felt while moving catheter through urethra, change position of urethra with slight up or down movement of left hand while holding penis firmly within top chamber.) A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient had stated that they wanted a substitute option for the discontinued items 4a2044 and 4a2045. They stated that their husband had tried the unisex options, but these had caused infections and had not worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient had stated that they wanted a substitute option for the discontinued items 4a2044 and 4a2045. They stated that their husband had tried the unisex options, but these had caused infections and had not worked.